Manufacturer narrative:
(B)(4). Retainer ring: clear. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Insulin pump was cut/open and inspected and found corroded/moisture damage inside the pump. Insulin pump received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Insulin pump received with cracked select button keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that insulin pump was wet. Customer was assisted with troubleshooting and display returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.